Event description:
It was reported that the right side of the customer's insulin pump had came off. It was also reported that the customer is unable to rewind their insulin pump. Customer's blood glucose level at the time 171mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump functioned properly during rewind. No rewind anomaly noted, however the end cap was broken off. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.